Event description:
It was reported that before use, by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit is showing a red x over battery. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the issue could not be duplicated. The batteries were both showing full charge and working as expected. Calibrations, functional testing, and safety testing all passed per factory specifications. Device returned to customer.

Event description:
It was reported that before use, by a getinge sales representative, the cardiosave intra-aortic balloon pump (iabp) unit is showing a red x over battery. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is showing a red x over battery.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.